Event description:
It was reported that during an anterior resection procedure, the seal on the trocar housing had split resulting in a continual loss of gas. There were no adverse consequences to the patient.